Manufacturer narrative:
The power cord was replaced on the rover and the device was put back into service.

Event description:
It was reported that the power plug on the rover arced and slightly melted the plug. This was discovered by the field service rep during a repair. There was no pt involvement or adverse consequences related to this event.